Event description:
The initial attorney report alleged pain and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of ventral hernia with composix kugel mesh. On (B)(6) 2003 - pt underwent exploratory laparotomy, reduction of incarcerated small bowel and repair of ventral hernia. It was noted that "it appeared that the suture holding the previously placed kugel composix mesh had broken." The mesh was reapproximated and sutures were placed. On (B)(6) 2004 - pt underwent small bowel resection, partial excision of composix kugel mesh, and repair of recurrent ventral hernia. Three enterotomies were made, therefore, given the chance of contamination, no mesh was used in the repair. On (B)(6) 2004 - pt underwent excision of remaining composix kugel mesh and repair of ventral hernia with a non-bard mesh. On (B)(6) 2004 - pt underwent CT guided drainage of an abdominal wall abscess. On (B)(6) 2004 - pt underwent partial excision of non-bard mesh and repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2006 - pt underwent excision of remaining non-bard mesh and composix kugel mesh, and repair of multiple recurrent ventral hernias.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Following the (B)(6) 2006 explant of the composix kugel mesh, the pt continued to have recurrent ventral hernia repairs with and without mesh. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with rae-(B)(4).